Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted for the correction of h6 health effect impact code. Corrected fields: h6 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since the reported malfunction was not confirmed, a definitive cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had scope error e217. The issue was identified during device inspection for use. There were no reports of patient harm.